Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope and receiving a shock from their implantable cardioverter defibrillator (ICD). A remote monitoring transmission indicated the patient was treated for an episode of ventricular fibrillation (vf) but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The shock was suspected to be inappropriate. Additionally, possible undersensing was observed on the right atrial (ra) lead. Both the ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.